Event description:
Customer reports receiving potential false negative results for both of her parents when testing them with the cue covid-19 test for home and over the counter (otc) use. This report is to document the second false negative result received on the customer's father. See (B)(4) for alternate false negative results. Customer reports father received a potential false negative result on an unspecified date when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number and reader sn unknown). Customer's father tested positive using a rapid antigen test (brand and test date unknown).

Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false negative tests. The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.

Manufacturer narrative:
Investigation conclusion: investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided. B6 corrected to state "unknown date: rapid antigen test (brand/manufacturer unknown) - positive result"